Manufacturer narrative:
(B)(4): testing was unable to duplicate or verify the complaint of inaccurate insulin delivery. There are no 1.4 unit boluses in history, verified a 14.4 unit bolus. A normal 10 unit bolus and a 10 unit audio bolus were both performed and accurately recorded in pump history. Unrelated to this event, the black box reveals pump returning to default time and date following a power on reset. After setting date and time on pump battery was removed. Pump was left without power for 1 hour; when pump was powered on it had returned to default time and date. Pump was opened and internal battery was found to be leaking.

Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging that the subject pump was delivering inaccurately. The reporter claimed that evening at 6:09 pm the patient gave a correction bolus via ezbg. Per ezbg she was to take 1.4 units. The patient's mother stated the patient entered 1.40 units and confirmed the amount with her on the screen. The reporter stated the patient confirmed the bolus and put the pump in her pocket since they were at church. Approximately 1 hour later the patient's blood glucose (bg) was tested and claimed it had dropped to 47 mg/dl. The patient's mother denied that the patient had any signs/symptoms suggestive of hypoglycemia; however, she gave her daughter juice in response to the low bg. At the time of the call, the reporter stated the patient's bg was 65 mg/dl. After treating the patient, the reporter stated she reviewed the pump's bolus history and discovered that the pump delivered 14.40 units of 14.40 units for the correction bolus. The reporter informed animas customer support that she had verified that the pump said 1.40 units when her daughter hit go for the bolus. At the time of troubleshooting, the patient's mother confirmed the pump's date and time and advanced settings were correct. Review of bolus history confirmed 14.4 units of 14.4 units was completed in ezbg. Pump's alarm history only revealed low and empty cartridge alarms 2 days prior. At the time of the call, the patient's mother performed a 5 unit air bolus per customer support's suggestion. After completing the 5 unit air bolus, the patient's mother reviewed pump's bolus history and confirmed the bolus was delivered as dialed. The patient's bg reading of 47 mg/dl with no signs/symptoms suggestive of a low blood glucose does not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.